Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the trigger of the device was sticking and the device failed pre-test for check the power with test bench. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation of the compact air drive device, it was determined that the motor of the device was worn, the device had an air leak, and the trigger was sticking. It was further determined that the device failed pretest for check the power with test bench, check triggers for forward / reverse mode, and check for air leak. It was noted in the service order that the direction of rotation cannot be changed - device is running in forward and cannot be changed to reverse. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.